Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3889-28, lot#: va1c8p6, implanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient was in so much pain, they stated that "within a week, I won't be able to walk" and was looking for guidance about what to do. Patient said they called their hcp's office and the earliest they could be seen is in january. Patient reported that they are having severe pain in their back that shoots down the left side of their body, going down the front of their leg, to the ankle and into their baby toe. Patient said for the last 3 weeks they've felt a surging feeling, where it started small but every day it got worse. Patient said "it's like my bone" and feels like they have a broken ankle. Patient said they're only having the pain in their left side where the interstim is. Patient said the pain is even going into their buttocks and there is a surge in their groin. Patient said that since implant, they've had pain in their back and can't lay down. Patient confirmed that they notified their doctor of back pain shortly after implant and the doctor told them it would get better. Patient said they have to be up in a recliner every night and can't sleep. Patient said lead site looks like it is bulging out of their back and the shape is starting to turn into different shapes, and said maybe there is swelling. Patient said it has always been bulging and they could never learn to sit because the pain was so bad. Patient said they felt a wavy pulsation in their groin area. Patient said when they go to the bathroom to urinate, the pain in their groin is really sharp. Patient said for two days they couldn't urinate and then when they could urinate, it wouldn't stop. Patient said they have been taking tylenol but that was not helping the pain. When asked, patient said there were no falls or trauma. Patient turned off stimulator this morning, prior to call. Confirmed stimulator was still turned off. When patient turned stimulator off, they said the severe sharp surging was gone but they still feels all the other pain and stated "it seems like it's getting worse". The patient was redirected to their healthcare provider to further address the issue. Reviewed to consider more urgent medical care, such as urgent care or emergency room.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they informed their hcp about the issue on 2022-dec-12. The cause of the bulging around the lead could not be determined as well as the cause of the shooting pain down their leg. They had x-rays on (B)(6) 2022 and they will see someone named (B)(6) on (B)(6) 2023. The issue has not yet been resolved.